Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd phaseal¿ injector luer lock n35 experienced product damage/deformation which was noted during use. The following information was provided by the initial reporter: material no: 515003, batch no: unknown. Date of incident was 6/2. Lot number was not recorded. Issue: rx tech was pushing air into vial of 5fu using a p50 & n35, back end of n35 snapped off and is still lodged in tip of syringe.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35 experienced product damage/deformation which was noted during use. The following information was provided by the initial reporter: material no: 515003, batch no: unknown. Date of incident was 6/2. Lot number was not recorded. Issue: rx tech was pushing air into vial of 5fu using a p50 & n35, back end of n35 snapped off and is still lodged in tip of syringe.

Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality team for investigation. Upon visually inspecting the photo, the injector luer is observed to be broken, a piece remaining within the luer of the syringe. No issues could be identified within the photo that could result in the breakage of the injector luer. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. As the lot involved in this incident was unknown, a device history review could not be performed and additional samples could not be evaluated. While we did not know the exact lot involved, three retained injector samples from lot 2001102 were inspected, no defects were identified on the luer or luer connections and all dimensions were within the required specification. Functional testing was performed, connecting the injector to a sample syringe, protector and vial according to the instructions for use. In all cases the product functioned properly, and no issues were observed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text: see h.10.